Event description:
Laparoscopic cholecystectomy with cholangiograms - description 1: "during gallbladder dissection, a bile leak was noted and an intraoperative cholangiogram identified the leak as emanating from a small biliary radicle off the right hepatic duct."; description 2: "perforated bowel." Pt status: recovered.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report (currently being, has been, to be) reviewed by engineering. A final report will be sent once the results have been analyzed.